Event description:
Customer's son tom called inquiring assistance for his mother's high blood glucose. He stated that his mother's blood glucose is now almost 500 and they are not coming down, even with manual injection. He also stated that the customer is feeling cold. Advise him to seek medical attention for customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.